Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited a diagnostic issue. The cause of the diagnostic issue was unknown and the physician did not alleged any other malfunction. No intervention was performed. The patient did not feel any symptoms before, during, or after the check.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on 5/19/2020. The patient's condition was stable post-procedure.

Manufacturer narrative:
Device was received at elective-replacement level (eri). Analysis indicated device was operated with autocapture enabled and implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage such as high output mode, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Device was cut open for further analysis. After replacing the battery, electrical and mechanical tests indicated normal device characteristics. Device was implanted for 4.3 years, which exceeds the projected longevity and considered normal battery depletion.